Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with an 8mm-20mm non-bsc balloon catheter. No patient complications were reported.